Event description:
Wire was inserted into the circumflex lesion. IV us inserted but would not cross. Physician tried ballooning vessel open. Is us then showed heavy calcification. Lithotripsy performed. Stent was then inserted but would not advance. Guide catheter inserted to help. Stent was then successfully placed. When trying to remove stent balloon and wire, it got stuck in the stent struts. Intervention to remove was successful. Patient harm avoided.